Event description:
Several corneal burns have occurred during cases.

Event description:
Sutured wound to close. Patient is stable; prognosis is good.

Manufacturer narrative:
H-10: received questionniare, updated a1, a2, a3, b1, b2, b5, h1. This report was mailed in to FDA on: 03/10/2006.